Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: review of the black box data revealed records from (B)(6) 2015 ¿ (B)(6) 2015; black box records from the date of the alleged event had been overwritten due to continued patient use of the insulin pump. The available black box records did not reveal any evidence of a ¿battery life¿ issue. On examination, there was visible evidence of moisture corrosion inside the battery compartment and on the battery cap contact hub. The battery compartment was intact and without damage. On investigation, the battery cap secured tightly to the pump and the pump powered on using the battery cap that was returned with the pump. Electric current draws were measured and found to be within specifications. A leak test was performed without any moisture leakage into the pump. The pump case was removed for further investigation and did not reveal any evidence of damage, defect, contamination or moisture inside the pump¿s interior compartment. Investigation did not confirm nor duplicate the alleged batter life issue. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.